Manufacturer narrative:
Philips service replaced the defective anode drive unit (adu) certeray and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a low load fluoroscopy tube rotor issue occurred due to a defective adu on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.